Manufacturer narrative:
(B)(4). Insulin pump was received with insulin pump error alarm during rewind due to jammed motor gearbox. Unable to verify exposed to magnetic field or MRI due to insulin pump error alarm.

Event description:
Information received by medtronic indicated that they had issues with sensor glucose versus blood glucose reading differences and medical device alerts on insulin pump recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.